Event description:
I've been getting empty oxygen tanks from this company. I've called over and over and still continue to get empty tanks. I call to complain and they take a message for the manager, and he never calls back. (B)(6).